Event description:
The plaintiff's attorney alleged that the patient experienced cardiovascular events on two different dates in (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs 1225714-2014-02185, 1225714-2014-02186, 1225714-2014-02187, 1225714-2014-02188, 2937457-2014-00770 and 2937457-2014-00771.